Manufacturer narrative:
(B)(4). The insulin pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. No moisture damage on motor noted. Pump was received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had blank display due to moisture exosure. The customer¿s blood glucose was 287 mg/dl at the time of the incident. The customer was reported that customer woke up in morning and insulin pump was alarming and moisture was present under screen. It also stated that the type of moisture was humidity and customer reported that constant tone occurring. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.